Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be conducted; should additional relevant information be obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked at the fill port. This event was noted during the filling of the device prior to patient use. No additional information is available.